Event description:
A complaint was received regarding pt having his ipg replaced. The physician decided to replace the ipg because it was heating up, and feeling warm at the implant site. The physician also removed two leads and replaced them with a paddle lead.

Manufacturer narrative:
The explanted devices were kept by the medical facility, and will not be returned for evaluation.